Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and was able to confirm and replicate the reported event. The ultrasound module was replaced to address the reported event. The system was then tested and met all product specifications. The ultrasound module was received and installed into a calibrated cataract system. The system was able to boot-up without issues. The reported event could not be replicated. The ultrasound output was tested and found to be within specification. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to internal wear and/or reliability issues within the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the system is stopping phacoemulsification after 30 seconds. No advisory displayed. The staff tried four handpiece, but the issue did not resolve. The system was rebooted and a new handpiece was used to complete surgery. There was no patient harm.